Event description:
It was reported that the customer purchased and replaced the non-invasive blood pressure (nibp) assembly, and after nibp pump assembly installation, they carried out an initial function check, which the unit failed. The customer then proceeded with a static pressure test, which the unit passed, and calibrated the device at 213.5 mmhg. However, this appeared to be somewhat low for a new pump assembly. During the subsequent performance test (set at 120/80 (93) mmhg), the measured result was 126/94 (104), which is significantly outside the acceptable tolerance threshold of ±3 mmhg. The customer attempted to recalibrate the unit, but it is now calibrating at 210 mmhg, which is also outside the acceptable range and constitutes a failed calibration. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).